Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that chest pain, and st segment elevation occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery (lad). A 3.50 x 24mm synergy xd drug-eluting stent was advanced for direct stenting. Following stent implantation, post dilation was performed with a 3.5 nc emerge balloon catheter. A hazy spot was seen within the mid portion of the stent and it was thought that the stent had fractured. The patient started having chest pain and st elevation, so two non-boston scientific stents were placed in the hazy area where the stent was thought to be fractured and the procedure was completed. The patient immediately started recovering. The patient was fully recovered and discharged the next day.